Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient who was implanted with a capstone spacer used in posterior spinal fusion procedure. It was reported that the cage at l5/s backed out and compressed the spinal cord. The screw was also loose. Cause of this event unknown. Repeat surgery scheduled for (B)(6) 2023. The patient has been operated on several times before and non-medtronic product was then used. Due this event, spinal cord compression occurred to patient. Patient has not recovered yet. There were no further complications that were reported additional information received that revision operation will be performed on (B)(6) 2023. When product is removed/ explanted, it would be returned to the patient. Additional information received that revision operation was performed feb/16. In this surgery, pre-op diagnosis was lumbar spinal stenosis. Patient has been experiencing pain from the left buttock to the lateral surface of the left lower leg prior to revision surgery. Past medical history: af, hemorrhoids, gastric polyp, subarachnoid hemorrhage, gastric ulcer, cholecystitis. Patient surgical history: first operation on (B)(6) 2022, second operation on (B)(6) 2022,in the 1st and 2nd operation, mesa+pt products used. Third operation this time, third operation (revision surgery): only the left side was expanded and decompression was performed. S screw loosening on the left side was replaced (mesa, stryker product), end plate fracture l5/s, pt was removed and cy23.3×11 was inserted. There were no problems with the leg movements after the operation

Manufacturer narrative:
Event date is unknown. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.